Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver experienced no audio output. It was stated that the patient and his mother were at endocrinologist, for quarterly visit. The patient's mother could not provide date of appointment. The patient experienced a low event that culminated in a seizure. The patient's endocrinologist administered a micro dose of glucagon and the patient recovered in the clinic. There was no admission to the hospital. The condition of the patient at time of contact was that he had recovered no additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.